Event description:
The firstpass suture passer jaw was not closing properly. This caused a delay in the surgery and procedure was finished using a competitive device. No patient injury reported.

Manufacturer narrative:
The reported device was returned for evaluation and was intended for treatment. There was a relationship found between the returned device and the reported incident. Visual inspection of the device found that the jaws don¿t close all the way down and a needle was attached into the handle, no other visual discrepancies. During functional test we tried to removed the attached but we were not able to remove it. The device were disassembled and found that the set screws are loose causing the clamp pushrod move out of the initial position and this misalignment is the cause of the jaws don¿t close properly. The complaint was verified, but the root cause for the reported failure could not be determined with confidence; however the most probable root cause due to failure to torque the set-screws adequately. Ccr2059 has been initiated to address the reported failure. Observations per ccr2059 states "there are two set screws that are used to hold the barrel in place. The set screws on these devices have been found to be very loose, thus allowing the barrel move backwards. Once the barrel is out of place, the jaws will no longer close completely, the device is a reusable device. Factors unrelated to the manufacturing or design of the device that could have contributed to the reported event includes "the firstpass handle is a reusable device subject to wear and tear. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.